Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found down and unresponsive at their home on (B)(6) 2022. The mobile power unit (mpu) was not powering the lvas at that time. The patient was brought to the emergency room and was found to have a large right intraparenchymal hemorrhage with a 6mm shift to the left as well as brain compression. The patient had paralysis on their left side as well a left-sided facial droop. The patient was admitted to the neurological intensive care unit and given keppra prophylactically. The patient's blood pressure was being controlled to stay in the 70-80 range and their anticoagulation and antiplatelet drugs were withheld; kcentra was administered. Log file analysis captured a series of no external power events on (B)(6) 2022 due to mpu briefly losing power. The log also captured no external power events on (B)(6) 2021 and (B)(6) 2022 that appeared to have been caused by the patient disconnecting both of their controller leads when changing power sources. On (B)(6) 2022, the site reported that the patient had sustained elevated pump power around 9 to 10 watts. The patient was asymptomatic. There was no change in patient care from this event. Log file analysis captured a few transient elevations in power and flow. Related MFR #: 2916596-2022-00113.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hemorrhagic stroke cannot be conclusively determined. Elevations in pump power/estimated flow were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log files contained overlapping data spanning from (B)(6) 2021 at 06:48:57 to (B)(6) 2022 at 09:58:01, per the timestamps. Throughout the log files the device operated as intended at the fixed speed. Intermittent elevations in pump power/estimated flow were captured from (B)(6) 2022 to (B)(6) 2022. The cause of the change in pump parameters has not been identified and the patient remains ongoing on (B)(6) . No further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use contains the following information: section 1 lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump speed, power, flow, and pulsatility index. The instructions for use states that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information regarding recommended anticoagulation therapy and international normalized ratio is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.